Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having unexplained high blood glucose of 234mg/dl, and she has treated with manual injections the night before. The customer stated that the infusion set was changed twice as she had bent cannulas. Advised the customer to call back when the tubing clamp arrives. Instructed the customer to remove the cannula, and it was not bent. Reminded the customer to change the infusion set every two to three days. Two days later, the customer called back to perform the high pressure test and the test failed twice. Suggested the customer revert to back up plan. No further information was provided.